Event description:
It was reported that the user experienced hyperglycemia with a reported peak blood glucose of 385 mg/dl while using the ilet system, during which the user entered false glucose values and false meal announcements into the pump, expressed distrust of cgm values without fingerstick confirmation, and subsequently changed the infusion set, disconnected from the pump, and administered subcutaneous insulin via pen; the user uses a teflon infusion set (23", 6 mm) and did not confirm whether the cannula was kinked. Symptoms included irritability. Outcomes included self-management with manual injection and subsequent downward glucose trend to 262 mg/dl, without medical intervention or hospitalization. Investigation included technical support troubleshooting and user education regarding proper cgm calibration practices, avoidance of false entries, and post-injection disconnection guidance. Investigation of this case revealed user-related use errors, including entry of false blood glucose readings and false meal announcements, with unclear root cause of the hyperglycemia and possible infusion set or site-related contribution. It was concluded that the device was likely performing as designed, the event was attributable to use error with cause of hyperglycemia remaining unclear, and additional training was scheduled to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.